Event description:
(B)(4).according to the information received, a patient who had used comfel ulcer dressing plus for 12 months without any problems, experienced skin irritation/reaction about 12-36 hours after application: very red skin, heavy pain, enlargement of existing ulcers. The condition was acute for 3 days and treatment included dressing removal, physical activities such as cooling, and prednisolon 50mg for 5 days. The adverse reaction has since disappeared.

Manufacturer narrative:
6 dressings were received for evaluation. As well, a production review was conducted of the lot history records. The review concluded that the product conformed to specifications. The lot history records did not reveal any nonconformances or deviations related to this complaint. Should sensitivity testing be conducted and results available, an updated report will be filed. To date, there have been no additional complaints for this lot number.